Event description:
During product eval at the MFR, it was discovered that the device ran on its own. This did not occur during a procedure, so there was no pt involvement and no allegations of adverse consequences.

Manufacturer narrative:
The run-on was caused by an e-box failure as well as the handle not fitting properly in the battery. The e-box and handle were replaced as well as the motor. Add'l preventative maintenance was performed and the device was repaired and returned to the MFR.